Manufacturer narrative:
The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: anchor broke during procedure. Probable root cause: design. Inserter material/design too weak. Anchor/inserter assembly design cannot support insertion forces. Anchor raw material selection insufficient for insertion into bone. Process: anchor/inserter not manufactured to specification. Anchor/inserter not assembled to specification. Application: excessive force impacting inserter. Extremely hard bone, no pilot hole drilled. Poor patient bone quality.

Event description:
It was reported that the anchor broke during the procedure. It was confirmed that no pieces fell into the joint and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the anchor broke during the procedure. It was confirmed that no pieces fell into the joint and the procedure was completed successfully.